Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm broken force sensor was detected (pump error 35). Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that they are not able to rewind the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 noted in the alarm history due to moisture damage noted on the force sensor. Unable to verify pump error 37 thru 40, 42, 43, 79, 80, 82 and pump error 130 due to critical pump error. Unable to perform displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had cracked case at the battery tube side and keypad overlay texture damage.